Manufacturer narrative:
The customer was contacted several times in an effort to obtain more detailed information about this incident; however, no further information was provided by the customer to date. Investigation of this complaint is still in progress. This report will be updated upon completion of the investigation.

Event description:
It was reported that during an avnrt procedure, the patient coded and had a large pericardial effusion. The condition of the patient was unknown. Additional information obtained from customer: during the ablation, the doctor heard a "steam pop"; shortly after, the patient's blood pressure dropped. Tamponade was discovered and a pericardiocentesis was performed. After the blood was drained, the cardiac mechanical function never returned and the patient died. The patient was being treated for right atrial flutter. Per customer, there was a discrepancy between the power settings of the stockert generator and the displayed values during the procedure; however, the customer did not provide the specific values of the power settings or displayed values.